Event description:
As rn was flushing triple lumen hickman for morning labs the blue port started squirting saline from the flush all over. Port was immediately clamped. The patient requires a line replacement with this type of event. This facility has notified the manufacturer of a recurring problem with the hickman 10f triple-lumen cv catheter peel-apart introducer kit with surecuff cuff. Staff are following the manufacturer's instructions for use when using this device but the problems persist.